Manufacturer narrative:
Upon inspection, bci field service engineer (fse) replaced the power board. No other damage to the instrument was noted at the time of inspection. The instrument was verified to be operational. The instrument has the appropriate safety rating (ul, csa, and ce).

Event description:
A customer contacted beckman coulter inc., (bci), to report an electrical burning smell in connection with the spinchron dlx centrifuge. No fire department was contacted. There was no injury reported and no report of property damage to the facility. The instrument power board contained the damage and prevented damage to spread to the other parts of the instrument.